Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture occurred. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). Following predilation with a 2.5x20mm non-bsc balloon catheter, a 38 x 3.50 promus premier¿ drug eluting stent was selected for use to treat the lesion; however, prior to insertion, the stent strut was noted to be broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found two stent struts lifted outwards from the balloon in the middle of the stent profile. The crimped stent outside diameter (od) was measured at the undamaged proximal portion of the stent and at the undamaged distal portion of the stent and both are within the profile specification. The od of the damaged part of the stent and the ID of the stent protector were measured. The profile of the stent protector and crimped stent are within specification. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent fracture occurred. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). Following predilation with a 2.5x20mm non-bsc balloon catheter, a 38 x 3.50 promus premier drug eluting stent was selected for use to treat the lesion; however, prior to insertion, the stent strut was noted to be broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.